Event description:
It was reported that a spectrum pump experienced an issue with the air-in-line sensor. It was also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed (through the history log) but did not reproduce the air-in-line sensor issue. The device was operating out of specification with low fluid numbers due to a failed upstream sensor. Low fluid numbers make the pump more sensitive to air-in-line alarms. The upstream sensor was replaced.